Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ammonia ii results from the cobas 8000 cobas c 502 module. The initial result was 34.2 umol/l. The result from an abbott alinity I analyzer was 302.4 umol/l. The customer repeated the same sample on both analyzers. The repeat result from the cobas c502 was 54.4 umol/l. The repeat result from the abbott alinity I was 309.8 umol/l. The results from the abbott alinity I analyzer were believed to better fit the patient's clinical picture.

Manufacturer narrative:
There was no evidence to suggest a malfunction of the device, as the values on the cobas c 502 were reproducible. The investigation determined the issue was consistent with to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.